Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that a warning was triggered due to high impedance on the high voltage and superior vena cava (svc) coils of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.